Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Emergency room nurse called inquired on customer's diabetic care manager could assist with customer's insulin pump. It was reported that customer had a hypoglycemic event and it was thought that it was due to the insulin pump. Nurse was not able to stay on the phone. Nurse would give customer the information to call helpline. Several attempts were made to contact customer regarding incident, but attempts were unsuccessful.